Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the device was being prepared it was difficult to push the non-boston scientific guidewire through the catheter. The catheter had been flushed prior to introducing the guidewire. It was recommended by the sales representative that the catheter should be replaced, but the physician wanted to continue with the catheter. The catheter was inserted and used to successfully isolate two pulmonary veins, after which the guidewire began losing its structural integrity at the handle and became kinked after being pushed in and out of the lumen multiple times. The guidewire was able to be moved in and out of the catheter, but there was resistance. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, microscope inspection, and dissection. It was noted that the catheter was returned with a guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. After removal of the guidewire returned with the device a known good guidewire was able to be inserted without issue. The handle was dissected to determine what could be the cause of the difficulty to load wire. The guidewire lumen was intact and without visible kinking. The reported clinical observation of stuck guidewire was confirmed by the analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the device was being prepared it was difficult to push the non-boston scientific guidewire through the catheter. The catheter had been flushed prior to introducing the guidewire. It was recommended by the sales representative that the catheter should be replaced, but the physician wanted to continue with the catheter. The catheter was inserted and used to successfully isolate two pulmonary veins, after which the guidewire began losing its structural integrity at the handle and became kinked after being pushed in and out of the lumen multiple times. The guidewire was able to be moved in and out of the catheter, but there was resistance. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.